Event description:
It was reported that during a coronary stenting treatment procedure, a guide wire fracture occurred and the fragment remains in the patient. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The physician implanted a 3.5x 20mm liberte and 3.5x28mm promus element stent using the 185cm pt2 guide wire. During removal of the guide wire, a little resistance was encountered and upon removal it was found that 2cm of the distal tip had detached. The guide wire fragment embolized to a marginal branch and remains in the patient. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure a guide wire fracture occurred and the fragment remains in the patient. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The physician implanted a 3.5x 20mm liberté and 3.5x28mm promus element stent using the 185cm pt2 guide wire. During removal of the guide wire a little resistance was encountered and upon removal it was found that 2cm of the distal tip had detached. The guide wire fragment embolized to a marginal branch and remains in the patient. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluation: examination of the returned complaint device revealed that the device was fractured approximately 183.4cm from the proximal end. All outer diameter measurements are within the specifications. The fracture site was sent to the (B)(4) lab for further fracture analysis and their analysis concluded that the failure occurred due to a tension overload with a bending final moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).